Event description:
Pca pump giving pt medication without pt pushing control button. Pt noted pump administering medicine when pt control cord was moved. Reported this to nurse. Also 10 min lockout not working.